Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of anterior/posterior repair and cystoscopy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
It was reported the patient underwent mesh implantation to treat stress urinary incontinence, cystocele and rectocele. The patient underwent revision of mesh on (B)(6) 2011 due to pain, bleeding and mesh exposure. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh removal in (B)(6) 2011 by 9b)(6) at (B)(6) center due to mesh exposure.

Event description:
It was reported that the patient underwent mesh removal in (B)(6) 2011 by (B)(6) at (B)(6) center due to mesh exposure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch . 2210968-2012-05096. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.